Event description:
User facility reported "the doctor started the novasure procedure and the pt's heart stopped beating and the procedure was aborted." The uterine ablation had been "in process for about 65 seconds". During follow-up in 2008, it was reported the pt was treated with atropine, epinephrine, and chest compressions for 10 seconds until her heart rhythm returned. The "pt was discharged after a short recovery period". Additional follow-up was received five days later from the physician's office. The physician's assistant reported "the pt has no history of heart disease". The pt has been seen in the office for follow-up and "is doing fine".

Manufacturer narrative:
Device history record (DHR) reviews were conducted for the disposable device and rfc. These devices were released meeting all qa specs. Currently unable to establish a relationship or impact to the reported observation. This coding reflects the eval of the disposable device. The radio frequency controller was not returned. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system.